Event description:
It was reported that an ilet user experienced two infusion set handling errors while changing supplies, including forgetting to remove the adhesive backing on one set and breaking a second set during cannula priming, which led to an incorrectly deployed infusion set and an attachment issue. Symptoms included hyperglycemia with a peak of 190 mg/dl outcomes included no reported adverse clinical effects, no alerts, and no hospitalization. Investigation included troubleshooting and education provided by the agent and confirmation of shipping details for replacement supplies. Investigation of this case revealed user handling error associated with infusion set deployment, without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup and priming.